Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.2 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during a procedure. The doctor had the patient come in to have the pump refilled on the date of this report. The patient experienced itching with the morphine over the weekend. It was noted they had trouble reading the pump with the clinician programmer and the 8840 with manipulation was able to read the pump. On attempt to refill, it was realized the pump was flipped and refill difficulties were reported. The hcp was able to fill with manipulation and the patient would be watched for redness of the incision also. Environmental/external/patient factors that may have led or contributed to the issue included the patient had mushy subcutaneous tissue. Diagnostics/troubleshooting performed included an x-ray of the pump. The x-ray was showing a dark part at the top of the x-ray. It was noted it was manipulated so the dark side was up and able to access pump. Patient symptoms were not reported. Interventions/actions taken included possible explant or pocket revision, but it was going to take time deciding. It was asked and unknown if surgical intervention was planned. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient had an appointment on (B)(6) 2018. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were unknown, but the reporter would follow-up for more information. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter body found a user related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6)-2020, UDI#: (B)(4) h6: patient code: (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated there was no infection. The pruritus was attempted to be solved by switching morphine to dilaudid and it did not resolve. The pruritus resolved by explant of the system. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(4) 2018: dilaudid with concentration 1 mg/ml at a dose rate of (B)(6) mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on (B)(6) 2018 indicated the patient was admitted today and they would possibly explant tomorrow for probable infection. It was noted the itching was not resolved either, so he would explant the system. The patient had intractable puritius even with medication change in the pump. The spinal incision looked infected so the device was coming out on (B)(6) 2018 as the patient wanted it removed. The rep would have them hold the device to pick up and send it in. The patient¿s weight was currently (B)(6) and the rep had no further information to provide. No further complications were reported/anticipated or expected.